Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the tubing with over 40 units prior to drops being observed. Reportedly, the issue occurred again the following day during a supply change. The customer's blood glucose (bg) level ranged from 300 to 382 mg/dl. The customer administered manual injections and delivered boluses via the pump. The customer changed the tubing and observed drops after filling with 12 units. The customer connected at the site and resumed insulin. During follow up from tandem technical support, the customer's bg level had stabilized to 78 mg/dl.